Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the device unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer had bumped into a wall, railing, or counter, causing the damage. The pump was out of warranty, but the customer expressed interest in obtaining a loaner pump. Technical support arranged for a replacement pump and successfully assisted the customer with the loaner pump, requiring no further action.